Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced footrest to resolve the issue. The system was verified and ready to use. The footrest was returned for failure analysis, and the reported issue was confirmed. In logs, no data was found to indicate that the fault had occurred in the field. During visual inspection, noticed the swap pedal feels light. There are debris particles in the foot sensors. The footrest was installed into the test system and started up, indicating no errors. The arm swap pedal did not activate when pressing it.

Event description:
It was reported that during da vinci-assisted pancreactomy surgical procedure, surgeon was having issues with the arm swap pedal. Surgeon was pressing on the arm swap pedal multiple times but could not get the arms to swap properly. The site was using the second console for cases. A technical support engineer (tse) review logs and did not find any related errors. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause was attributed to component failure related to the electrical component issue in the pedals.

Event description:
Refer to h11 for follow-up information.